Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Three times while this unit was under warranty and this time. Each time technician arrived and tested the tidal volume is well within vyaire specification. This unit was ran in the shop for a week straight by the in house biomed and still the tidal volumes were within vyaire specification. Technician spoke with vyaire technical support and came to the conclusion that if they could duplicate the problem the machine could be repaired. The current status of this ventilator is the monitored, delivered and citrix h5 analyzer show a tidal volume is within vyaire specifications and can be returned to use. Technician also recommend that take a picture of screen when tidal volumes are in question and share that with vyaire. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that inhaled tidal volumes (vti) on the avea ventilator is inaccurate. The customer reported there was no patient involvement associated with the reported event.